Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the mid esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During preparation, while setting up the device, the trip wire broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.